Event description:
A report was received that the patient was having difficulty charging the ipg due to pocket being implanted too deep. The patient underwent a pocket revision procedure and was reportedly doing well postoperatively.